Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, false positive episodes of atrial fibrillation (af) were seen on the device due to incorrect interpretation of the signal. No intervention was performed at this time. The patient was stable and will continue to be monitored.